Event description:
As reported, this (B)(6) male patient had a revision due to wear of size 4 ps logic insert. Revised insert became dislodged from the tibia tray when the knee was put in flexion. Patient was revised to truliant size 4 psc 13mm insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation due to hss keeps all retrievals.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported was performed due to prosthesis wear as stated in the experience report. However, the photographed device does not appear to show signs of prosthesis wear or delamination that are inconsistent with being implanted for over 11 years. An additional contributing factor to the revision may have been inclusion of the implanted polyethylene component in the packaging recall. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances; however, an adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used.